Event description:
On april 20, 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately low compared to the doctor's meter. In 2007, approximately 10am, the patient obtained blood glucose results of "156 mg/dl" on his meter and "314 mg/dl" on the doctors one touch ultra meter, performed within less than 10 minutes of each other. The pt's doctor ran another test with the doctor's meter and got another "314 mg/dl." All meter tests were performed with the doctor's test strips (code31). At the time of concern, the patient reportedly had symptoms of dizziness and not feeling well. The patient was unable to recall his meter readings before the onset of the symptoms. For treatment, the patient's doctor administered an insulin shot (unknown type/dose) and asked the patient to stay at the doctor's office for an hour and a half before being released. It would be helpful to obtain the following: the reason for the doctor's visit, when the reported symptoms started, the patient's testing frequency, the patient's diabetes medication regimen (if applicable), and the patient's meter readings before the onset of the reported symptoms. The customer care advocate (cca) verified that the meter set up correctly, approved samples were used, and the correct testing/cleaning techniques were used. The cca noted that the patient's meter was set to code 17 at the time of the call and walked him through resetting the meter to the correct code number to perform control solution tests. The patient ran two control solution tests on the phone and both results fell within range. Based on statistical methodology, the calculated difference of the "156 and 314 mg/dl" meter readings exceeded the expected value of <=30% and/or <=30 mg/dl; however, two control solution tests passed on the reported meter. However, this complaint is being reported because the patient alleged having symptoms of high blood glucose levels while obtaining low meter readings. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.